Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of approximately 600 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change in attempt to address the issue and went to their doctor's office on (B)(6) 2025. Doctor asked customer to remove pump, administered manual injections for 3 hours, and sent them to the emergency room with vomiting and trace ketones. Customer was subsequently admitted to the hospital and treated with manual injections and intravenous fluids of saline. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.